Event description:
In 2002, the cryopreserved aortic valve and conduit was implanted into the aortic position of a pt having a history of subaortic stenosis, pulmonary stenosis, aortic valve replacement times 3, and noncompliance with anticoagulant medications. The surgical procedure was complicated by diffuse bleeding, and the pt's chest was left open with packing until the day after surgery. Approx 2 weeks after surgery, the pt developed a fever with drainage at the wound site. Sternal wound was positive for staphylococcus "epidermidis". Although blood cultures were negative, observed infection was treated as endocarditis, based on findings of transesophageal echocardiography and wound culture.